Manufacturer narrative:
We, the manufacturer of the device, via our us importer were unable to investigate any further due to the fact that the report mw5102352 because the patient was unwilling to disclose any additional information. In fact the us importer made several attempts to contact the patient by phone and email in order to gather information about the device and the event but she expressed her will to not disclose any infromation about the site where she has been treated as well as any additional information about the treatment and device. Moreover the mw5100533 did not report any infromation about the device (serial number, part number) nor any information about the site where the event took place. Based on that and the fact that any further investigation resulted impossible. That said, no conclusion has been possible to be made. No remedial action required - investigation on the event resulted impossible, based on the available information. Anyway, in case of new information will be made available for this case a follow-up to this report will be submitted in a timely manner. This initial report is to be considered as final report, unless FDA has further questions.

Event description:
On august the 3rd 2021, el. En. Electronic engineering (B)(4) became aware of an adverse event, reported by the us importer cynosure, that received a communication from the FDA concerning and adverse event happened to a patient reported on the medwatch system. The patient reported to the FDA (medwatch report #mw5102352), on (B)(6) 2021, an adverse event happened to her following monalisa touch treatment performed in date (B)(6) 2021. The actual medical device involved in this event was not identified by the patient in the medwatch report. Anyway the patient reported her phone number and email on the report mw5102352 which has been used to perform the investigation on this event. In the medwatch report mw5102352 the patient reported she has recently become menopausal and has very low estrogen and progesterone. She was also recently diagnosed with lichen sclerosus and has whitening of the labia. She has been told that the monalisa treatment would help and be painless. Instead, the patient complaints of very painful treatment that has been performed on her clitoris as well as on her labia and internally. Following the treatment the patient reported bleeding from the clitoral area and significant pain both during the procedure and after. She reports to have also cramping. Patient declares to be under the following concomitant medical: penicillin, steroid ointment, estrogen, progestin. The patient did not report any information relative to the device involved in the event. Anyway the only two devices that can perform the monalisa touch treatment are the smartxide2 and smartxide touch and both are manufactured by el. En. Electronic engineering (B)(4) and marketed in the united states with 510(k) number k133895. We, the manufacturer of the device, requested the cooperation of our us importer (B)(4), for the investigation on this case. (B)(4). Also represents us distributor and service center for el. En. Electronic engineering (B)(4) medical devices. (B)(4). Evaluated the event as reportable because they assumed the lesions to be a serious injury (on the side of caution) and submitted its own MDR report (B)(4) in date august the 23rd, 2021 as importer of the device. We, the manufacturer of device, became aware of the event on july the 3rd, 2021 by email from the us importer and, according to 21 cfr part 803.50(2), submitted to FDA an own MDR report in order to submit additional information form the report submitted by the us importer. Moreover, we evaluated the event reportable because we have assumed the lesions to be a serious injury (on the side of caution).